Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The pneumatic block and internal battery were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #:(B)(4).

Event description:
It was reported to resmed that an astral non-return valve (nrv) was damaged and displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement nrv as part of a warranty claim. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral non-return valve (nrv) was damaged. There was no patient harm or serious injury reported as a result of this incident.